Event description:
It was alleged that a pt undergoing an endometrial resection received a third degree burn on pt's right thigh under the dispersive electrode. The medical intervention included debridement of the burn and use of a topical ointment and wound dressing. The diameter of the burn noted on the first day was 6 to 8cm. A co rep who saw the pt 2 to 3 days later reported they saw a blister on the right thigh.